Event description:
As reported by the user facility: it was reported that the event happened on different machines. The nurse had 5 sets of lines fail, all fail for blood side leakage, venous bubble was inflating freakily at times. The machines all passed after changing out the lines. No patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 4: the investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: customer provided lot # a2400132, but this lot does not identify as a valid number within b. Braun's systems. As such, the lot is left as unknown at this time.

Manufacturer narrative:
Event 4: this report has been identified as b. Braun medical internal report number (B)(4). No sample was returned for evaluation. The defect cannot be confirmed due to not having any evidence to support the reported incident. Since a sample was not returned for evaluation, the exact root cause of this incident could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.